Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24396. Related manufacturer reference number: 2017865-2021-24398. It was reported that the patient presented in clinic due to a pocket infection. It was noted that the patient had redness and swelling around the area, as well as a slight fever and shortness of breathe. The entire system was explanted on (B)(6) 2021. The patient was stable throughout the procedure.